Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The product support engineer (pse) provided support to the customer over the phone. The pse advised the customer to replace the power management (pm) printed circuit board (pcb) and/or the overlay to resolve this issue. The pse provided part identification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an alarm light emitting diode (led) failure, error code 1105. There was no patient involvement.